Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. Establishing a relationship between the event reported and the device. Visual inspection of the returned device noted, a cracked casing. Functional inspection was performed, and showed "device failed, please return" error message when turned on. Device operation failed to go past the error message. Further investigation revealed, a control board failure as the device's battery got depleted. And was powered on without plugging in the dc charger. The manufacturing records show no evidence, that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a depleted battery. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the unit is not turning on, no display on screen. No patient involved.